Event description:
It was reported that the bolus port was not functioning. There was no patient involvement. Evaluation of the returned device found a buckling upstream occlusion seal.

Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found the upstream occlusion (uso) seal was buckling. This indicated a reportable malfunction based on the uso seal. The uso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.